Manufacturer narrative:
The investigation determined that the calibration and the qc were acceptable. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient sample tested for elecsys ft4 iii assay on a cobas 8000 e 801 module. The initial ft4 iii result was 2.53 pmol/l. On (B)(6) 2019 the repeat result was 28.2 pmol/l on a different line of the e 801 module. On (B)(6) 2019 the repeat result was 26.7 pmol/l on the same e 801 line as the initial result. It was asked but not known if questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The ft4 iii reagent lot number was 38033000 with an expiration date of 31-dec-2019.